Manufacturer narrative:
Correction on initial report: b.4 & g.4 (09/02/2020) the customer¿s report that 2 front pcu cases were replaced due to keypad failures was confirmed. Physical inspection noted the keypads were observed to be in good condition with no issues. During internal inspection, both front case/keypad assemblies were observed with sign of contamination where the flex cable meets the circuit layer and broken flex cable traces. The ac indicator lights illuminated on both of the returned keypads after plugging in the power cord and the system on key was functioning as intended; however certain keys were not functioning as intended. The proximate cause of the customer¿s report that 2 front pcu cases were replaced due to keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 03/03/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/29/2020 and indicated that this device has not been returned for service of the reported issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported 2 front pcu cases were replaced due to keypad failures. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported 2 front pcu cases were replaced due to keypad failures. The customer confirmed that there was no patient involvement.